Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor exhibited an intermittent flash memory failure at bga components u102 and u105 on the computer/analog board sn (B)(4). The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The flash memory was intermittent.